Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer's mother reported the string broke off during removal. Her daughter was able to manually remove the tampon and did not seek medical assistance.